Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's mother reported via phone call that the insulin pump kept shutting off. The batteries were dying within one week. The insulin pump would make a sharp beeping noise prior to shutting off. When the battery was removed and reinserted, the insulin pump alerted weak battery. The insulin pump was not returned for analysis.